Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. It was reported that the customer experienced a low blood glucose (bg) level ranged from 47-52 mg/dl. Cause was not known. Customer consumed glucose gummies to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.